Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous system received inappropriate shock therapy on two separate occasions. The initial episode was suspected to be due to myopotentials. The patient mentioned he had been moving heavy furniture at home. The patient was later examined in clinic, with no abnormalities found. Several months later, the patient received another inappropriate shock. The reviewed electrogram was unclear and submitted to boston scientific technical services for review and mitigation recommendations. Technical services confirmed the initial shock was due to noise artifact. X-ray imaging was reviewed, illustrating a lead dislodgement. A system revision was recommended; however when revised, a three incision technique should be considered to reduce the likelihood of potential lead movements and also to stabilize positioning in safe distance from sternal wires. The patient mentioned that prior to the second shocking episode, he had been inclined on his bed; during the in-clinic exam there were no abnormal findings at the incision areas. The patient also mention that he sometimes feels the lead and he rubs on the xiphoid area. The leads ring area was rubbed during the office visit and illustrated a similar electrogram pattern to the one previously captured. It was also suggested that the leads tip may have migrated toward the left pectoral with no abnormal evidence to the lead body.